Event description:
An arterial air alarm occurred at the start of a routine hemodialysis treatment which could not be resolved. Treatment was ended without performing rinseback resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was discarded and not available for evaluation. The exact cause of the alarm cannot be determined. There have been so similar problems reported subsequent to this event. User's guide contains probable causes for alarms and adequate instructions for alarm recovery. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.